Event description:
It was reported that during a procedure for a distal radius fracture, the metal piece on the back of the screwdriver handle fell out. The metal piece was retrieved. Surgeon continued to use same screwdriver to complete the procedure.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the handle of the screwdriver is designed of phenolic le grade and the cap is designed of (B)(4) stainless steel. An appropriate tolerance stack was performed to ensure the cap was able to spin freely after assembly and still be self-retained. However, it has recently been found that this grade phenolic can expand and change shape during sterilization. No other design factor could have contributed to the failure of the device. Likely the phenolic expanded when it was exposed to the heat and water involved in the sterilization cycle, which then caused the metal cap to fall out. Since this is a material problem it is design related and is deemed a valid complaint. A similar problem was seen on one of our quick coupling handles (311.43), and since this is the only grade of phenolic available a design change was made to manufacture the handle from (B)(4). A similar change may be necessary for this screwdriver if the number of complaints increases. The manufacturing evaluation showed that the instrument was received in 2 pieces. The end cap is not secured in the handle. The end cap was inserted into the handle end during this evaluation to test retention of the end cap. The handle did not retain the end cap because the handle end is warped/out of round which is not a result of the manufacturing process. A function test was not performed during this evaluation because no function test relevant to this complaint exists in DHR. All features related to this complaint were measured and the handle end i.d. Feature d1 measured out of specification during this evaluation (handle end warped/out of round). Historically, this warping/out of round issue has been seen due to expansion and contraction of the porous handle during autoclave cycles resulting in distorted phenolic components as witnessed in other product complaints with phenolic components. Because no non-conformances were found in DHR, but the handle end feature d1 was measured out of specification during this evaluation, this complaint is indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4).